Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a streptococcal bacteremia infection. A right ventricular (rv) lead which was previously capped due to an upgrade broke during explant and the physician was unable to snare the remnant. No further patient complications have been reported as a result of this event.